Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 30 mg/dl range. Customer advised they were a brittle diabetic and treated for their previous high blood glucose levels via insulin pump. Customer advised they understand what needs to be done when they have low blood glucose levels due to being a diabetic for 40 years. Customer experienced issues with charging their transmitter.